Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant aortic cuffs were implanted in the endovascular treatment and for entry closure of a 219mm residual dissection under the anastomotic site after thoracoabdominal replacement. The etew2020c82ej was placed under the aortic bifurcation part, and ettf32232c70ej was placed under the renal artery by stacking up. Since a type ia endoleak was observed, 2 non mdt cuffs were implanted. It seemed that the endoleak had resolved, but it was confirmed on final angiography that the endoleak was remaining. As per the physician the cause of the event was anatomy , it was said it was possible that sealing was not done successfully because the proximal landing zone was landing towards the synthetic graft. The entry closure of the original purpose was almost achieved. No additional clinical sequalae were provided and the patient will be monitored.